Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and battery tube threads.

Event description:
It was reported that the customer had been receiving no delivery alarms the whole day during priming, bolus, and basals. Customer's blood glucose level at the time was 26 mmol/l. Customer did a complete set change after trying to deliver a bolus and basals. Customer received a no delivery during priming. Customer tried changing the set again and still received an alarm. Customer treated with a manual injection. Customer manually pushed the plunger slowly and verified that the insulin did exit the tubing. Customer tried to run a manual prime to at least 5.0 units, but they received a no delivery alarm at 2.3 units. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.